Manufacturer narrative:
Analysis of the pump revealed motor corrosion and gear train anomaly. It was noted that the pump showed an anomaly during the 1 rev dispense testing due to "odd looking graphing". The odd looking graph indicated a possible pump tube issue, but it did not affect accuracy of the infusion of the pump. The possible pump tube issue could partly be caused by a long duration motor stall which in turn caused the tube set alarm to trigger. A tube set can occur if the pump is programmed to stop or suffer a longer duration motor stall over two days. The pump tube can take what is called a "set" in which the tube becomes and takes on a narrowing appearance. During lab testing the pump did not stall, but did have the stall in the pump logs and the odd looking 1 rev dispense graph. Further analysis showed significant amounts of precipitate, residues and was believed to have caused such a buildup material under gear wheel three which in turn caused the motor to stall. Standard pump tube leak test did not show a hole in the pump tube. Per pump logs an off label drug cocktail was used which included a high concentration of fentanyl.

Manufacturer narrative:
Catheter model accessory kit: 8709, (B)(4), implanted: 2006 (B)(6), explanted: unk. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pump was interrogated and showed a motor stall; the stall did not recover. Patient reported no adverse event related to the stall. The pump was replaced; no device troubleshooting was done prior to replacement. Patient sustained no injury, recovered without sequel and was doing well following replacement. Therapy was restored to previous settings. Estimated eri (elective replacement indicator) at time of replacement was 11 months. Drugs delivered via the device was fentanyl, clonidine and bupivacaine.